Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice cassette leaked from the patient line. This event occurred during use, after the patient already had a fill. The nurse explained that it leaked from the connection of the tubing to the ivory colored connector. The nurse described the tubing as not being smooth at the threads in the connector. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.